Event description:
Using cook ultrasound biopsy needle echo-19, the needle was inserted into the puncture site, and the needle length and sheath length were adjusted. However, when the needle was advanced, the resistance was high and normal puncture was not possible. Upon retraction of the device, it was found that the distal end of the outer sheath was broken, and a new needle was replaced to smoothly complete the procedure. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Patient end. Please describe the location in the body for the intended target site: pancreas. Please describe the size of the intended target site. 1.4 x 2.7 cm. Was gaining access to the target site difficult? No. Was puncture of the targeted site difficult? No. Was force required on insertion of device into scope? No. Was resistance felt while inserting the device through the scope? No. What is the scope manufacturer and model number that was used? Pentax, eg-3870utk. Was the scope recently service/repaired? No. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. Was the stylet partially removed when advancing the needle into the target site? Yes. Was the device used in a tortuous position? Yes. Are images of the device or procedure available? Yes. How many samples were obtained (passes completed) with this needle? 0. Did any section of the device detach inside the patient? No. Was difficulty experienced while retracting the needle? Yes. Was it possible to be fully retract before removing the needle from the patient? Yes. When was the issue noted? Needle advancement. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) no. If not with the device in question, how was the procedure performed and/or finished? With a new needle to complete the procedure. Did the patient require any additional procedures as a result of this event? Yes. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? Same procedure.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.